Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, guide wire coating issues were noted. The 85% stenotic lesion was located at the bifurcation of the atrioventricular (av) branch and posterior descending (pda) /right coronary artery (rca). A stent was deployed in the av branch. The pt2 guide wire was then advanced to the pda through a stent strut, however, resistance was encountered. Upon removal of the guide wire the physician noted that the coating of the guide wire was "removed". The procedure was successfully completed with another of the same device. No patient complications were reported. Patient status is reported as "good".